Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was serviced at customer site. This is an ancillary service event. Battery test confirmed the low battery alarm. To correct the condition, the battery was replaced. No further action was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flogard infusion pump was found to have the low battery alarm. No additional information is available.